Event description:
Pt reported experiencing elevated blood glucose levels since (B)(6) 2012. Pt's blood glucose level was not provided. Pt's normal blood glucose range was not provided. Pt stated after taking correction via the infusion device she noticed the device was "dead". Pt reported the infusion device switched she removed the battery and inserted it again and then the infusion device works normal. Pt reported the battery cover is new. On further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.